Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the lead was stretched, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, there was difficulty placing the ra lead which may have compromised the outer insulation. The lead was not implanted. No patient complications were reported as a result of this event.